Event description:
It was reported that on (B)(6) 2023, a 14f amplatzer torqvue 45x45 delivery sheath was chosen for the procedure. Following the trans-septal puncture, a 0.025-inch non-abbott pigtail wire was placed across the septum for exchange of the 14f amulet torqvue sheath. Great resistance on the delivery system was felt at the groin site while initially advancing. The physician attempted to advance multiple times with varying amounts of force. Eventually, the tip of the dilator was noted to split in two to the level of the sheath tip. The system was backed off the wire and inspected, there was no concern for missing pieces of the dilator tip. This resistance was not felt while advancing the transseptal sheath earlier and no concern for tortuosity was warranted before attempting to place the delivery system. After damaged sheath was removed, the patient was noted to be bleeding at the groin access site. Manual pressure was used at the groin site until another sheath was advanced. A 12f amplatzer torqvue 45x45 delivery sheath was placed without resistance. The delivery sheath was advanced across the septum and the dilator and wire were removed. Following this, a pigtail catheter was advanced through the sheath and into the appendage. After taking an angiogram of the appendage, a white line of contrast was seen on the intracardiac echocardiography (ice) in the apex of the left ventricle. Once detected, a transesophageal echocardiogram (tee) was used revealing a layer of air inside the apex of the ventricle as well as on the anterior aspect of the ascending aorta. The patient¿s blood pressure dropped to ~65/40. It is unclear how the air ended up on the left side of the heart. The physician believes that the patient, who was snoring, pulled a column of air into the sheath after initially removing the dilator and before securing the copilot or, a bolus of air was introduced into the right femoral vein when the initial delivery sheath failed and split apart. A 6f pigtail catheter was introduced, and air was aspirated. About 300ml of blood and air were pulled from the catheter. The patient was then given 1 unit of blood. The patient¿s pressure stabilized, and the patient was brought to the recovery to be observed. The patient experienced premature ventricular contraction (pvc) in recovery, but no other adverse sequelae was noted. The patient was brought back the following day, (B)(6) 2023, for appendage closure and a device was successfully implanted. The patient is reported to be stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of advancement difficulty, dilator tip split, bleeding at groin site upon removal of sheath and air inside the apex and on the anterior aspect of aorta was reported. It was also reported that great resistance on the delivery system was felt at the groin site while initially advancing. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined, however damage to the dilator is consistent with damage during use. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.